Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. After multiple attempts to retrieve the complaint device, the product still has not been returned. Therefore, this complaint file is being closed as no physical evaluation can be conducted. Therefore, the reported complaint cannot be confirmed. A possible root cause for the reported device failure could be attributed to the surgeon being off axis while deploying the implant. A definite root cause cannot be determined.  If any additional information is obtained, this complaint will be re-opened to capture that information. A non-conformance search was performed and no non-conformances were identified for this part number 228151 with lot number 2l62260 combination per qlik search performed on 9/04/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:((B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that when the surgeon deployed the needle the suture got cut after deployment. Additional information received from the affiliate reported the alleged malfunction occurred during an arthroscopic meniscus procedure and caused a surgical delay of 1 hour. There were no reported patient consequences and the case was completed with a readily available smith & nephew fast fix device. No surgical intervention is planned. The affiliate also reported the alleged malfunction occurred during the pull-out of the device and the suture did not come in contact with a metal cutting device. The affiliate also stated that proper suture management was utilized and the surgeon was off axis.